Event description:
Additional information was received from the patient. The cause was not known. No actions/interventions took place. The issue was not resolved. Patient provided their weight information. Patient was in florida for the winter and had no doctor there.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient thinks their ins has moved. The patient stated when she touches the ins she feels a sharp needle like pain. No further complications were reported. No additional patient symptoms were reported. [Please refer to (B)(4), two groups do not help.]